Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received control readings of 119,140,148mg/dl on the contour next. While checking the memory of the meter it was discovered the readings were not automatically marked as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer would not provided control information. Report will be filed under strips. The customer was advised to return the control for investigation. New meter, strips and control were sent to him.

Manufacturer narrative:
Additional information remedial action and FDA correction/removal#.